Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device will not be returned.

Event description:
It was reported that the patient presented with a gamma nail implanted by another surgeon and ultimately had a removal with and accolade 2/mdm.